Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73k1700521 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use of the applier, it did not work. The staples were not released. There was no patient injury.

Event description:
It was reported that during use of the applier, it did not work. The staples were not released. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. Reference file pic_anp1900060024 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staple fired. The trigger was engaged several more times with no staple fired. The device was disassembled and it was found that one staple was severely misaligned which prevented the device from firing staples. The misaligned staple was manually removed and the device was reassembled. Upon reassembly, the trigger was engaged and a staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. A microscopic examination of the staple tips of the misaligned staple was performed with no burrs or defects o bserved. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused a staple to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. Upon removal of the misaligned staples, the rest of the staples were able to fire properly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in applier" was confirmed based upon the sample received. The stapler was returned with a stapler severely misaligned which prevented the device from firing staples. Upon removal of the misaligned staple, however, the remaining staples were able to fire properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused one of the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.